Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger in the unspecified bd¿ syringe was broken during use, and came over the "ridge" instead of stopping at it. The following information was provided by the initial reporter: "it was reported that "water is bubbling and the syringe is supposed to be hard to come out at the ridge at the top, it's not stopping at the ridge."

Manufacturer narrative:
H.6. Method codes: 4114. H.6. Result codes: 3221. H.6. Conclusion codes: 67. H.6. Investigation summary: one photo was provided. The photo shows a syringe; it shows the barrel, plunger rod and rubber stopper. The plunger rod thumb press has different shape than our bd products; the stopper is blue color; our bd syringe stopper is black color; the barrel has no printing; the bd syringes have barrel printing. The syringe reported in this complaint is not bd product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the photo provided was not of a bd product. Root cause description: the syringe reported in this complaint is not bd product. Rationale: CAPA not required at this time. H3 other text : see section h.10.

Event description:
It was reported that the plunger in the unspecified bd¿ syringe was broken during use, and came over the "ridge" instead of stopping at it. The following information was provided by the initial reporter: "it was reported that "water is bubbling and the syringe is supposed to be hard to come out at the ridge at the top, it's not stopping at the ridge."